Event description:
It was reported by patient that the needle and the pink slide did not move forward when the pod was activated, the cannula was not visible in the viewing window. When the pod was removed the cannula was not visible. No impact to the patient's, glucose level was reported. The pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.